Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was leaking oil by the tip. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for leaking a substance was not confirmed through functional evaluation, disassembly and visual inspection. The components of the device were conforming for the event.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was leaking oil by the tip. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.